Manufacturer narrative:
(B)(4). (B)(6) . This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low and the reverse trigger did not work on the compact air drive device. It was further determined that the device failed pretest for reverse locking mechanism, function of soft mode switch (safety system), triggers for forward and reverse mode, untrue running and power with test bench minimum 110 to 160 watt. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to may 19, 2003. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.